Manufacturer narrative:
(B)(4). D4: additional device information - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. H2: correction. H6: adverse event problem correction.

Manufacturer narrative:
(B)(4). Follow up 2 was submitted in error and requires omission. The correct information were submitted in initial submission.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.